Manufacturer narrative:
The field service representative determined the cause to be a clogged ise drain line causing fluidic failure during operation, and cleaned and unblocked ise waste line. He primed all ise solutions without any leakage or overflow, and observed the system while in operation to verify the performance of the analyzer.

Event description:
User reports the modular ise drain vessel overflowed and liquid from the drain vessel overflowed onto the floor and into the walkway. User said that he found the overflowing drain vessel when performing startup maintenance this morning, and the instrument was not in operation when the problem was discovered. There were no injuries and it is unk if any erroneous results were generated prior to the discovery of the leak.